Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2023). Device pending return.

Event description:
It was reported that during a stent deployment procedure, x-ray examination revealed that the tip allegedly detached inside the patient. The patient status was unknown.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 9681442-2021-00420 was a duplicate record and was opened in error. The event details are being captured under complaint file # (B)(4) and was reported to the FDA under MFR rpt# 9681442-2021-00421. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a stent deployment procedure, x-ray examination revealed that the tip allegedly detached inside the patient. The patient status was unknown.